Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported to a co rep that she was having issues with her infusion sites. Upon follow up about 2 days later, the pt stated that her infusion sets leak at the infusion site and come loose from her body. She stated that she used her legs and arms as infusion sites because her abdomen has been over used. She stated that her skin is very tough on her legs and she notices insulin leaks when she walks. She stated that she has liquid adhesives and tegaderm, but she only placed the tegaderm on top of the infusion site. She was educated on the "sandwich" method and advised to also place the tegaderm beneath the infusion site. She was sent sample infusion sets and info on infusion site mgmt. She also requested add'l training. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.